Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported poor actuation of the probe during a procedure. The procedure was completed after replacing the product. There was no report of patient harm. Additional information and a product sample have been requested.

Manufacturer narrative:
One probe was returned for poor actuation during surgery. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. The probe complaint sample was visually examined using 25x magnification and was deemed conforming. Actuation testing was performed and deemed conforming. Cut testing was performed and deemed nonconforming. The probe was disassembled and the components inspected. There is approximately 90 minutes wear on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photo. There are significant wear marks present at the cutter edge of the inner cutter. The complaint evaluation does not confirm the probe had poor actuation, but does indicate the probe did not functionally cut properly. The root cause for this poor cutting was due to its excessive use. The vitrectomy portion of the procedure is typically less than 20 minutes and the vitrectomy probe is intended for one procedure only. It appears that the probe was functioning properly for approximately for 90 minutes before the cutting was determined to have poor cutting. (B)(4).